Event description:
Meter name: basic enhanced. Strip name: na. Meter code: strip code: na. Strip storage: na. Symptoms: family member does not know. A patient's family member whose name and address are unknown reported family member took the patient to the hospital because the test strip holder and casing were broken so that the patient couldn't test. The pt was admitted and is still hospitalized. Results reported were 45 and 202. Unknown when they were taken and on what. Treatment is unknown. Family member does not believe the meter was responsible for admit. No further information has been reported.